Event description:
It was reported that a priming bolus was inadvertently programmed for 0.398ml instead of 0.197ml. The event occurred while the pump drug was being changed from baclofen to morphine, after the pump tubing and catheter had been cleared via aspiration of the catheter access port. The bolus had been running for approximately ten minutes before it was stopped. It was noted that the patient would be monitored for signs of an overdose, though it was unclear whether the patient received any of the medication.

Event description:
It was later reported that the doctor performed a series of aspirations and boluses and the issue resolved. There was no overdose and the patient was fine. It was later reported that the baclofen was 1200mcg/day and the morphine was 13.7mcg/day; the unit of measurement for morphine was confirmed. No telemetry strips were available.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8575, lot# n067376, implanted: (B)(6) 2006. Product type: accessory: product ID 8840. Product type: programmer, physician. (B)(4).